Event description:
During an exchange of IV pumps on a carrier for dobutamine, furosemide, and epinephrine, the old carrier beeped for "downstream occlusion when white caps were placed. The new pump did not alarm for downstream occlusion from the white caps at the end of the IV line until minutes later.